Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redq2618 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
The rn reported, "I got good blood return, advanced the wire gently and met resistance halfway and retracted. I readjusted the needle tip but then the guidewire was stuck and would not advance. We removed the IV. The safety would not engage and the guidewire was looped at the top of the needle."